Event description:
It was reported that a patient, underwent a left-sided idiopathic ventricular tachycardia procedure with a navistar thermocool and suffered a cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown and also information about prolonged hospitalization. The procedure was completed successfully. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: stockert 70 system, us catalog #: s7001, serial #: (B)(4). Product name: coolflow® irrigation pump, us catalog #: cfp002, serial #: (B)(4). Product name: navi-star¿ thermo-cool¿ electrophysiology catheter, us catalog #: ni75tcdh, lot #: 17027114m. Product name: navi-star¿ thermo-cool¿ electrophysiology catheter, us catalog #: ni75tcbh, lot #: 15739949m. Product name: webster¿ electrophysiology catheter, us catalog #: d6dr252rt, lot #: 17034190m. Product name: soundstar 3d 10f-90, us catalog #: sndstr10, lot #: 0110846635000139. Manufacturer's reference #: (B)(4).